Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was used as usual. However, the gauze got caught by part of the insulation while cleaning the jaws. The insulation broke and the broken piece was left on the instrument tray. The broken piece matched the damaged insulation. Nothing fell into the patient cavity. No patient injury.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection of the provided photo found the bottom jaw overmold was damaged and disengaged from the jaw. The reported condition was confirmed. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use states, close jaws using device lever before insertion/extraction in the trocar. Additional info:correction: if information is provided in the future, a supplemental report will be issued.